Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure in the right middle cerebral artery (mca) using penumbra smart coils (smart coils). During the procedure, one smart coil herniated. No additional action was taken to address the coil herniation, and this event is considered resolved. There was no report of an adverse effect to the patient. This event was adjudicated to be a device malfunction with a definite relationship to the smart coil system.